Manufacturer narrative:
(B)(4).

Event description:
The consumer via the manufacturer's representative (rep) reported the implantable neurostimulator (ins) turned off. The patient was sitting still in his chair and the stimulator stopped working. He had to get up and get his programmer and turn the device back on. Since it turned off, the stimulator had been working normally. At the time of the report, the issue was resolved. No surgical intervention occurred or was planned. Relevant medical history included lumbar radiculopathy and spinal pain.